Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that: "failed cuff/cta necessitated revision from hsa to rsa." No further patient complications have been reported in relation to this event.